Event description:
The customer reported via phone call that he had air bubbles in the reservoir. Customer had been on the pump for about 25 years and stated that this has never happened. Customer stated that when it fills up, there are no air bubbles. After a day, the air bubbles will appear. Customer's blood glucose was 367 mg/dl at the time of the incident. Customer stated that the air bubbles are about the size of the end of a number 2 pencil lead. Customer stated that the pump was not rewound with a reservoir in place. Customer reported that it appeared that air was getting into the reservoirs. Customer stopped troubleshooting and stated that he will call back. Customer stated that he had different lots on hand and has ruled out reservoirs and infusion sets by changing the lots. Customer stated that he has changed the insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.